Event description:
It was reported the device was found to be at eol (end of life) with no pacing output. It was also reported this was not expected based on information from the patient's previous device check. The device was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: preliminary testing revealed no output and no telemetry. Further analysis determined this was the result of lifted hybrid bond wires.